Manufacturer narrative:
The field service representative (fsr) duplicated the reported issue. The ccm booted up correctly, but went blank after a couple of minutes. After several attempts, the same issue reoccurred. He replaced the ccm. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) screen was blank. Even though the pump heads were all still on and functioning. The system was restarted and the issue remained. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) connected the central control monitor (ccm) to lab use only (luo) testing equipment. The ccm display initially came up, but the backlight shut off while the monitor was powered on. The behavior was not observed when a luo inverter was installed into the monitor. It was determined that the ccm did not meet specification. The service repair technician (srt) replaced the ccm power inverter, the liquid crystal display (lcd), and the peripheral component interconnect (pci) bus cable. Verification/release testing was performed. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.